Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. Section h11: *the following sections have corrected information: (section f) please disregard f10. This was entered in error.

Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that this male patient's right knee was revised 9 years post op initial tka. Reason for the revision was not reported. No additional information.

Event description:
Patient claims pain, stiffness, discomfort, and weakness which in turn negatively affected patient¿s mobility and quality of life and necessitated a revision surgery and the resultant pain following surgery and recuperation/rehabilitation period and physical therapy. The patient¿s ability to perform normal physical activities has been consequently limited. There is no additional information available.

Manufacturer narrative:
H11. Additional manufacturer narrative additional information added. Pending new/updated investigation. There is no other information available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report # 1038671-2022-00113.